Manufacturer narrative:
(B)(4).

Event description:
Transmitter 4136wm was received, however transmitter 41b4wh was the transmitter used at time of event thus product investigation was not completed. However, data was provided for evaluation. The reported issue was confirmed via data.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.